Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic and motor assemblies. Unable to verify button anomaly, a21 alarm and unable to perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests due to blank display. No damage on the keypad traces noted. The connector on the lcd board was inspected and no anomaly was noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump fell into a swimming pool and had an unexpected restart alarm. The customer also reported that the device's keypad was unresponsive. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 106 mg/dl. The customer reported that he had a low blood glucose level before the call, which he treated by drinking liquids. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.